Manufacturer narrative:
Initially the hospital bio med staff evaluated the system with the help of ge technical phone support to no conclusion. A ge service rep performed an on site investigation. The malfunction was verified and it was determined that the x ray tube and associated temp sensor were defective. The x ray tube was replaced and the system aligned. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system would not fluoro during preparations for the days use. Fil shots were possible but not fluoro. There was no adverse patient involvement reported. There was no patient information reported.